Event description:
On (B)(4) 2012, additional x-ray images were received, however these were the same x-ray images that had been provided by the physician earlier.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2012, the clinical specialist reported that she reviewed the patient's chest and neck x-ray report and they were abnormal with a possible disruption of the lead in the left neck. The physician recommended that a soft tissue neck report be performed. The neos flag was no for diagnostics and results of both the normal mode and system diagnostics were within normal limits. The soft tissue neck report indicated that the lead was intact. It was noted that each time diagnostics were performed, the system diagnostic's dcdc=3 and the normal mode dcdc=2 consistently. The patient has been experiencing shortness of breath within the last 6 months - 1 year and has had pain that runs down her arm and numbness when firing that also runs down her arm. There is no increase in coughing and the seizures are still monthly. The nurse practitioner had said that they ruled out cardiovascular and pulmonary issues with the shortness of breath. A battery life calculation was performed which showed 6.37 years remaining until eri=yes. A/p and lateral x-ray images of the neck dated (B)(6) 2012 were received by the manufacturer. The generator was not able to be visualized due to the views in the x-rays provided. Therefore, whether or not the lead pin was fully inserted into the header of the generator could not be assessed. The electrode placement appeared to be normal and no lead discontinuities or acute angles were seen in the visible portions of the lead body. The patient later reported on (B)(6) 2012 that the device is causing her pain on and off throughout the day for about 5-6 plus hours a day. The patient was asked to be seen again regarding an evaluation of medications and vns. Good faith attempts for further information from the physician have been made but have been unsuccessful.